Event description:
It was reported that a flat panel monitor arm fell onto a nurse while she was moving it into place for surgery. Additionally, it was reported that it appeared the spring arm retaining clip had popped off.